Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence, urinary/bowel dysfunction. It was reported that they were going to have an MRI of their shoulder tomorrow morning and they wanted to know if they could get the MRI. Patient services reviewed MRI mode with the patient and the MRI mode indicated the patient was head only eligible due to a 3093 lead (MRI code 1251410). Patient services reviewed with the patient that device registration showed that their previous system that had a 3889 lead and that the registration showed the patient's entire old system was removed on (B)(6) 2023 and that the patient had a new system implanted that should be MRI compatible unless of course it was programmed otherwise due to information that was not showing in device registration. Patient became escalated and stated that they had been told they would be able to get an MRI with their new system. Patient stated they had wanted to get the machine removed because they weren't using it anymore, that the old system didn't do anything for them and neither did the new system and they were told with the new unit that they could do mris. Patient stated they were very specific about getting an MRI no matter what and they'd gotten the MRI safe system but they were still concerned about why they couldn't get a full body scan. Patient service reviewed the patient would need to follow up with their managing health care provider to have the MRI programming checked and to see if the hcp's medical records of what was left in their body reflected that of device registration's. Patient's reason for calling was they were calling to find out if they were eligible for an MRI below the head because they had a problem with their shoulder and they needed an MRI to get surgery. The caller stated they spoke with a representative who worked with their healthcare provider (hcp,) at baptist health and the representative had told the patient they would get a new lead put in that would be MRI compatible. The patient did not know the name of the representative that had been at the procedure. Patient services reviewed MRI mode and MRI compatibility considerations with the caller and the patient stated that it should never have happened (the programming of their MRI mode should never have been programmed that way and that they should be full body eligible). Patient services redirected the caller to follow up with their hcp about the situation and sent an email to the field to alert them of the situation. The patient stated they would call their hcpto discuss their eligibility and if it showed that the previous system was entirely removed, they were going to take the device with them and go back to the hospital to have it reprogrammed so they could have the scan they needed. Patient services made event date "asked/unknown" as the patient was implanted towards the end of 2023 and it is undetermined when the MRI programming was done and patient was unaware of the issue until they checked their MRI mode recently. Patient stated they spoke with their health care provider (hcp) and the hcp told the patient that their previous system was entirely removed and that they only had their current system implanted (the 97800 ins and the 978b lead) so they should be full body scan eligible. Patient stated they also had medical records providing this information. Patient called back as they had reached out to their health care provider (hcp). See secure notes for updated information. Patient services redirected the patient to continue following up with their health care provider (hcp) and provided patient with the national answering services number for the hcp to page a rep if needed. Patient to continue following up with their hcp so their MRI mode could be updated. Case reopened due to field reply on (B)(6) 2024 requesting clarification on what the MRI code meant and if it meant that the patient was incorrectly programmed. Patient services replied to the field what the code meant to answer their question and closed case again.